Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise. During repair, it was observed that the coupling head was worn and the electric motor was worn (strong vibration and unusual noise). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up, it was discovered that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the electric motor was worn (strong vibration and unusual noise). It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.